Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
A visual inspection, a functional test and an hardware analysis have been performed. The internal visual inspection has revealed a soldering joint with a crack. This has been identified to be the root cause of the reported issue.